Event description:
A patient reported blood glucose results of "161 mg/dl, 105 mg/dl and 132 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.